Event description:
The customer reported the system did not have adequate phaco power. The system was switched out and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. No phaco problems were found. The system was then tested and met all product specifications. (B)(4).